Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while the patient was working out they experienced an arrhythmic episode in the ventricular tachycardia (vt) zone. The patient fell and hit their head and face and woke up on the ground. There was bruising due to the fall. The episode was seven seconds long at 182 beats per minute. The implantable cardioverter defibrillator (ICD) terminated the episode with one round of anti-tachycardia pacing. The patient was admitted to the hospital. The device is still in use. No further patient complications have been reported as a result of this event.